Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian that the patient experienced an ongoing allergic reaction at the pod site. The affected area is itchy and red, sometimes becoming slightly blue. The legal guardian reported the affected area "is more like the skin has a burn from the pod". The patient is under ongoing treatment at umc amsterdam, and tests will be administered to determine the exact cause of the allergic reaction. A treatment plan is pending based on results.